Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device did not deliver therapy during a cardioversion. This event will be reported as a serious injury as a cardioversion can be a lifesaving procedure. A philips field service engineer (fse) reported that the problem occurred during a cardioversion attempt to correct an atrial fibrillation. The customer did not allege that the patient was harmed. The clinicians used another device to complete the procedure. The fse used a simulator to test the device and found no malfunctions. The device passed all testing and was placed back into service. No parts were replaced. No ECG strips or case events files were available for evaluation by a philips clinician. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. The device remains in service at the customer site. The information gathered for this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device did not deliver therapy during a cardioversion. This event will be reported as a serious injury as a cardioversion can be a lifesaving procedure. Additional details have been requested.